Manufacturer narrative:
Additional information: d9, g3, h3, h6. During evaluation it was found that the devices motors and covers require upgrades and both motors are noisy at 90 db's. Physical damage was found to the top cover, bottom cover, bezel, both door covers, push button power switch, and lcd touch screen. There are also 4 missing bumpers, the serial label requires replacing, software label requires update from v1.8 rev. 20 to v1.8 rev. 24. See vendor evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/10/2025, a sales representative reported via (B)(4) that an ar-6480 dualwave pump displays inconsistent pressure, then the screen flickers, and the door on the pump tubing is opened and shut down. This was discovered during the case, with no adverse event to the patient. The case was switched to another dualwave pump to complete successfully.